Event description:
Extravasation of chemotherapy medications (adriamycin, cisplatin) due to hole in proximal port of groshong catheter. Pt with complaint of discomfort to rt breast area. Redness to skin with excoriated area noted.